Manufacturer narrative:
Initial.

Event description:
It was reported that the user paused the ilet for nearly nine hours after a dexcom g7 continuous glucose monitor (cgm) sensor detached at a water park, which resulted in prolonged hyperglycemia with readings reported as 401+ mg/dl once a new sensor was placed and warmed up, the ilet resumed insulin delivery and began delivering correction doses. Symptoms included hot flashes/flushes, nausea, sleepiness, and fatigue associated with hyperglycemia. Outcomes included a missed insulin dose and a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user action.